Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 700 mg/dl at admission. Customer's current blood glucose is 119 mg/dl. Customer had no issues with the no delivery but found a bent cannula. Customer was wearing the pump at the time of the incident. Customer stated there were kinks along the tubing length. Customer was explained that bent or crimped cannulas may interfere with the amount of insulin delivered. Customer stated that the reservoir seems to be empty but there were no leaks found. Customer reported that he was not feeling well in the morning but still went to work. Customer called the paramedics and was taken to the hospital. Customer went into intensive care and is on an insulin drip. Customer has had no delivery alarms in the past and he changed it out. Customer stated that the pump did not alarm after that. The pump was suspended. Customer declined to continue troubleshooting.